Manufacturer narrative:
Continued e.1. Phone number:(B)(6). Continued e.1. Fax number:(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side device rupture. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side device rupture and capsular contracture baker grade ii diagnosed via ultrasound. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening assessed as unidentified (tear) opening (shell thickness was within specification). ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, b7, d1, d4, d6a, g4, h4, h6

Event description:
Healthcare professional reported left side device rupture and capsular contracture baker grade ii diagnosed via ultrasound. The device has been explanted and replaced with another manufacturer's device.